Event description:
Note: this report pertains to one of three alliance inflation syringes used in the same patient and procedure. It was reported to boston scientific corporation that three alliance inflation syringes were used during a sphincteroplasty and endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the balloon was reported to be filling okay. However, the gauge on the alliance inflation syringe never moved. Two further syringes from the same lot number were tried and had the same problem. The procedure was completed with a fourth alliance inflation syringe with different lot number. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0902 captures the reportable event of reading inaccurate. Block h10: investigation results: the device has not been received despite good faith efforts to obtain product return. As such, physical analysis has not been conducted in our laboratory. However, a device history review was performed and determined that, based on the manufacturing date of the device, the gauge reading inaccurately was likely the result of the manufacturing process. With all the available information, although the device has not been returned, boston scientific determined that the gauge reading inaccurately was likely the result of the manufacturing process. The gauge being unable to read pressure was the result of an intermittently malfunctioning camera system that may not have detected and rejected the faulty device. A review of the manufacturing process identified that a test station had cameras out of focus, which resulted in the inability to detect gauges that did not meet acceptance criteria. Bsc initiated a corrective and preventive action (CAPA) investigation to determine the root cause of this issue. A review of camera data from 01 june 2022 to 28 july 2023 identified events where the vision system was intermittently malfunctioning, and alliance ii syringes with faulty gauges may not have been detected. The investigation determined that approximately (B)(4) of alliance ii syringes manufactured during this timeframe may have had faulty gauges that were not detected as intended. An inspection was implemented at the test station on 02 august 2023 to confirm vision system functionality. As a result of the CAPA investigation, bsc implemented a software update on the alliance ii syringe gauge inspection cameras to ensure that all products would be rejected at the test station if the cameras were out of focus. This solution was implemented on 06 december 2023, and there have been no gauge reading inaccurate complaints reported for devices manufactured since the solution was implemented. An investigation to address this problem has been completed. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
Note: this report pertains to one of three alliance inflation syringes used in the same patient and procedure. It was reported to boston scientific corporation that three alliance inflation syringes were used during a sphincteroplasty and endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the balloon was reported to be filling okay. However, the gauge on the alliance inflation syringe never moved. Two further syringes from the same lot number were tried and had the same problem. The procedure was completed with a fourth alliance inflation syringe with different lot number. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0902 captures the reportable event of reading inaccurate. Block h11: investigation results the returned alliance ii inflation syringe was analyzed, and a visual examination found no damage to the device. Functional analysis was performed, and the syringe was filled with water, but the gauge needle was not increasing. The extension tube of the device was not returned. No other problems with the device were noted. Laboratory analysis confirmed the reported clinical observations. With all the available information, boston scientific (bsc) concludes the reported event of gauge reading inaccurate was confirmed. The returned device was analyzed, and functional testing determined that the syringe could be pressurized successfully but the gauge did not read the pressure. The most probable root cause for this event is manufacturing deficiency, as the gauge reading inaccurately was traced to the manufacturing process. The gauge being unable to read pressure was the result of an intermittently malfunctioning camera system that may not have detected and rejected the faulty device. A review of the manufacturing process identified that a test station had cameras out of focus, which resulted in the inability to detect gauges that did not meet acceptance criteria. Bsc initiated a corrective and preventive action (CAPA) investigation to determine the root cause of this issue. A review of camera data from 01 june 2022 to 28 july 2023 identified events where the vision system was intermittently malfunctioning, and alliance ii syringes with faulty gauges may not have been detected. The investigation determined that approximately (B)(4) of alliance ii syringes manufactured during this timeframe may have had faulty gauges that were not detected as intended. An inspection was implemented at the test station on 02 august 2023 to confirm vision system functionality. As a result of the CAPA investigation, bsc implemented a software update on the alliance ii syringe gauge inspection cameras to ensure that all products would be rejected at the test station if the cameras were out of focus. This solution was implemented on 06 december 2023, and there have been no gauge reading inaccurate complaints reported for devices manufactured since the solution was implemented. An investigation to address this problem has been completed. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
Block h6: imdrf device code a0902 captures the reportable event of reading inaccurate.

Event description:
Note: this report pertains to one of three alliance inflation syringes used in the same patient and procedure. It was reported to boston scientific corporation that three alliance inflation syringes were used during a sphincteroplasty and endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the balloon was reported to be filling okay. However, the gauge on the alliance inflation syringe never moved. Two further syringes from the same lot number were tried and had the same problem. The procedure was completed with a fourth alliance inflation syringe with different lot number. There were no patient complications reported as a result of this event.